Event description:
It was reported that this pacemaker, right atrial (ra) and right ventricular (rv) lead exhibited oversensing of noise that resulted in storage of a non-sustained ventricular tachycardia (nsvt) episode. A health care professional (hcp) contacted technical services (ts) and inquired if the noise was related to electromagnetic interference (emi). Ts reviewed the stored episode and indicated it was difficult to determine based upon their review. Ts recommended performing pocket manipulations and patient isometrics to try and reproduce noise. The patient was seen in clinic 11 days later. The root cause of the noise was not determined. No pacing inhibition was observed as a result of the oversensing of noise. Programming changes were made to ra and rv sensitivity and monitoring was continued. Additional information was later received that noise and oversensing continued to be observed on the ra and rv channels. The ra and rv leads were noted to be fractured. Surgical intervention was undertaken. This pacemaker system was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker, right atrial (ra) and right ventricular (rv) lead exhibited oversensing of noise that resulted in storage of a non-sustained ventricular tachycardia (nsvt) episode. A health care professional (hcp) contacted technical services (ts) and inquired if the noise was related to electromagnetic interference (emi). Ts reviewed the stored episode and indicated it was difficult to determine based upon their review. Ts recommended performing pocket manipulations and patient isometrics to try and reproduce noise. The patient was seen in clinic 11 days later. The root cause of the noise was not determined. No pacing inhibition was observed as a result of the oversensing of noise. Programming changes were made to ra and rv sensitivity and monitoring was continued. Additional information was later received that noise and oversensing continued to be observed on the ra and rv channels. The ra and rv leads were noted to be fractured. Surgical intervention was undertaken. This pacemaker system was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.